Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instruments ejected clips (did not fall in patient). Another instrument was used to complete the case. There was no consequence to the patient. The devices were discarded.